Event description:
It is reported that during surgery, the device did not thread into the trial shell or into the shell implant. A new one needed to be rushed in, cleaned and flashed for the surgery. The hospital was required to write an incident report, due to not having time for proper sterilization. Surgery was delayed approximately one hour.

Manufacturer narrative:
This report will be amended, when our investigation is complete.